Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2020 the patient presented with purulence at the rns neurostimulator incision site. On (B)(6) 2020 the patient underwent wound drainage and rns system (neurostimulator and all leads) explant due to infection (note that the ferrule remained implanted). Antibiotic treatment was prescribed for 4-6 weeks. Diagnosed as a deep incisional infection.